Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. After consulting with technical support, the caller was guided through a pump reset, which resolved the issue, and they were able to successfully start their sensor session without further errors.